Manufacturer narrative:
Other, other text: evaluation results: two cadd administration sets were returned for investigation in used condition. The samples were visually inspected at a distance of 12" to 24" under normal conditions of illumination. The investigator did not observe any abnormalities regarding the housing and solvent bonds. The administration sets were tested for accuracy on a cadd legacy pump. The administration sets functioned as intended. No fault was found with the products. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical disposable tubing produced only 7ml in a bolus test programmed fro 10mls. There were no reported adverse events.